Event description:
Customer stated they were getting high blood glucose results in the 300's & 400's mg/dl. The customer did not increase their medications. At 8:00pm the customer received a fasting of 464 mg/dl. The customer took their normal medication and at 2:00 am they were incoherent. They were taken to the e.r. And at the e.r. Their blood glucose level was 147 mg/dl. No treatment was given. The hosp found that the customer had a urinary tract infection. The customer was admitted into the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.